Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) was suspected to have premature battery depletion (pbd). High pacing threshold measurements were also observed on the right ventricular (rv) and left ventricular (lv) leads. During the replacement and lead revision procedure, particularly during the removal of the lv lead, a thrombotic occlusion of the subclavian vein and stenosis between the entry of the subclavian vein into the vena cava and the proximal end of the shock coil of the lv lead were noted. Additionally, dissection or perforation of the subclavian vein or vena cava was suspected during injection of the contrast agent through the guide catheter. Consequently, the physician decided to stop the procedure. The physician also decided against implanting a new system from the right side as this would entail explanting the rest of the leads from the left side, which was too risky for this haemodynamically pacemaker-dependent patient. The device remained implanted with the rv and right atrial (ra) leads connected to it and the lv port sealed with a plug. The device was then reprogrammed to vvir-mode with rv-only pacing. The explanted lv lead was completely destroyed during extraction and will not be returned. A redo of the procedure was going to be scheduled in the next few months. No additional adverse patient effects were reported. A disk analysis was later performed which showed that the device operated normally and that battery depletion was due to high energy outputs. Additional information also indicated that the physician believed that the dissection and perforation occurred before the guiding catheter was used. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.